Manufacturer narrative:
The investigation has been completed for the reported issue of pump did not start. The product was returned. The root cause of the pump did not start was determined to be use related as the red lumen was not completely removed during case start. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After the pump was inserted, it was unable to start. Multiple attempts were made to restart the pump but were unsuccessful. The impella cp was explanted and replaced to address the issue. The patient survived the procedure.